Event description:
It was reported that during implant of this pacemaker, upon connection of the right ventricular (rv) lead the pacemaker did not output pacing. The lead was tested on a pacing system analyzer (psa) and appropriate function was noted, however, no pacing was observed with the lead connected to the device. This pacemaker was then removed and another device was successfully implanted to complete the procedure. No adverse patient effects were reported. The device was retained by the hospital and will not be returned due to coming in contact with a contagious disease.